Event description:
Determined to be reportable based on analysis received 08/29/2008. Returned product analysis revealed that there was a guide wire fracture. It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire kinked. The 99% stenotic and calcified lesion was located in the moderately tortuous proximal segment of the left anterior descending (lad) artery. When opening the package, the physician noted that the tip of the guide wire was bent; however, the guide wire was used for the procedure. During advancement, the guide wire was slightly kinked at the distal tip and it was not possible to continue to use the guide wire. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "good". Further information has been requested.

Manufacturer narrative:
Visual inspection of the returned guide wire revealed a fracture of the core wire at the distal tip. The spring portion at the distal end is missing and was not returned for analysis. Additional examination revealed the distal tip slightly bent. No other anomalies were detected. The proximal fracture site was submitted to the analytical laboratory for fracture analysis and the following summarizes the findings: "the fracture surface exhibited fine elongated dimple ruptures at the initial stage of fracture. Two small voids were also present. Crack propagation continued in a longitudinal direction along well defined grain boundaries. The voids observed were possibly caused by a pre-existing inclusion that pulled out of the material during fracture. These voids did not play a role in the fracture mechanism. No other material anomalies were noted. Conclusion: the core wire fractured as a result of a bending overload. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The root cause is determined to be due to handling.